Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a 3.5 x 15 mm xience xpedition, when removing the protective sheath the stent dislodged from the balloon. There was no resistance reported when removing the protective sheath. A new 3.5 x 12 mm xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.